Manufacturer narrative:
E1. Initial reporter phone, (B)(6). The suspected device was returned for evaluation. There was no 12-month service history during the review. Visual inspection had been performed; no anomalies were observed. Functional test had been performed, and customer complaint motor cant move lec 1871 could be replicated. The failure mode occurred because a piece of plastic blocked the gear wheel, preventing the motor gear from moving. After cleaning the motor and gears, the pump functioned normally. The probable cause of the reported issue was motor gear couldn t move.

Event description:
It was stated that the pump does not work during use. There was no patient involvement. It was confirmed during functional test of a returned pump that motor can¿t move lec 1871 error does appear. If the event recurs during infusion, it will interrupt therapy and potentially impact the patient.